Event description:
It was reported that the customer received a continuous glucose monitor error 42. No information was provided regarding impact to customer¿s blood glucose level. A replacement pump was sent.